Event description:
A patient had a rod placed on the left side and then had a rod placed in the right side on about two months later. Three days later, the surgeon tried to remove the rods but was unsuccessful.left side - the extraction device sheared off on the left side, necessitating retention of that rod, leaving the threaded portion engaged in the top end of the rod. There was no other tool available to facilitate grasping the rod and continuing the attempted extraction. It was decided to leave it in place. The rod was pounded back into place so that the tip was not prominent above the trochanter. Right side - the rod broke through the proximal screw hole resulting in retrieval of portion of the rod only.the patient's mom reports that the manufacturer has now made a design change since this event. The surgeon feels that the issue was related to the design. This surgeon has used this rod device before and has never encountered this problem. The patient has been left with negative impacts due to this defective product.